Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure for cystocele, stress urinary incontinence, and urethral hypermobility and mesh was implanted. The patient underwent a mesh revision (B)(6) 2012 due to infections, pain and urinary disturbances. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03719. The same patient is represented in each medwatch.